Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an inspiris resilia valve model 11500a23 had acute valve thrombosis three (3) days post implantation, leading to right coronary emboli causing right ventricle infarction. This led to a cardiac arrest and unfortunately the patient passed away. These findings were observed on the autopsy report. Reportedly, the inspiris resilia valve was implanted with no problem. The inspiris resilia valve was implanted after explant of a non-edwards device implanted eight (8) years prior.

Manufacturer narrative:
Added information.

Event description:
Edwards received notification that a patient with an inspiris resilia valve model: 11500a23 had acute valve thrombosis three (3) days post implantation, leading to right coronary emboli causing right ventricle infarction. At this time IV heparin was started. However, the patient suffered a cardiac arrest and unfortunately he passed away. These findings were observed on the autopsy report. Reportedly, the inspiris resilia valve was implanted with no problem. The inspiris resilia valve was implanted after explant of a 23mm non-edwards device implanted eight (8) years prior which was presenting structural bioprosthetic valve dysfunction with stenosis.

Event description:
Edwards received notification that a patient with an inspiris resilia valve model 11500a23 had acute valve thrombosis three (3) days post implantation, leading to right coronary emboli causing right ventricle infarction. Reportedly, the inspiris resilia valve was implanted with no problem. Due to chronic atrial fibrillation, anticoagulation with heparin was started at day one. As reported, an echocardiography at pod#4, showed normal cardiac function and normal bioprosthetic valve function. However, the same day, the patient suffered a lipothymia that indicated an immediate cardiac pacing due to transitory conduction disturbances. Her condition rapidly aggravated with a cardiogenic shock and cardiac arrest and the patient passed away despite resuscitation maneuvers. The autopsy revealed an acute transmural right ventricular myocardial infarction, multiple micro-thrombi on the ventricular side of the aortic bioprosthetic valve considered as pre mortem, an embolus in the lumen of the right coronary artery at the level of the ostium and a mesenteric infarction of embolic origin. According to the pathologist, the valve aspect post-mortem was macroscopically and histologically of a normal aspect. After discussion with the physician, it was concluded that the acute right ventricular infarction explained the sequence of events that led to the death of the patient. The origin of the cascading events could be the constitution of an acute thrombosis of the aortic bioprosthetic valve with subsequent embolization of right coronary and mesenteric arteries that caused right ventricular and mesenteric infarction. The surgeon believed that it was an isolated event that may have been caused by a reaction of the patient to the valve tissue material. The physicians were wondering if the patient could have had an immunity reaction to the valve, especially that the patient had been exposed to previous tissue materials in the past (previous valve).

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date), h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device was not returned for evaluation as the patient passed away. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. Based on the information provided, a definitive root cause could not be determined, however, patient or procedural factors likely caused or contributed.